Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for replacement of the right ventricular lead due to noise. During the procedure, the right atrial lead was damaged. Both leads were explanted and replaced. There were no adverse consequences to the patient reported, and the patient was discharged.

Manufacturer narrative:
A lead was returned for analysis in two segments. The damage found was sustained during procedure. The lead that was returned was otherwise normal.